Manufacturer narrative:
The alarm trace showed many sample quality related alarms on both analyzers. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number provided was (B)(6). Clarification on the specific serial numbers of analyzers a and b was not provided. It was found that the customer centrifuges patient samples for 11 minutes at 2500 g. The manufacturer recommends 10 minutes at 1300 - 2000 g or 5 minutes at 3000 g. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 6 patient samples on two cobas e 801 analytical units. On (B)(6) 2023, sample 1 had an initial result of 12.9. The repeat result was 3.7. The sample was decanted and re-centrifuged and repeated again and the result was 3.3. On (B)(6) 2023, sample 2 had an initial result of 11.2. The repeat result was 5.8. The sample was decanted and re-centrifuged and repeated on analyzer a and the results were 4.4 and 4.2. On (B)(6) 2023, sample 3 had an initial result of 29.5. The repeat result was 35.9. The sample was decanted and re-centrifuged and repeated on analyzer a and the results were 38 and 38. On (B)(6) 2023, sample 4 had an initial result of 13.6. The repeat results were 17.5 and 14.6. The sample was decanted and re-centrifuged and repeated and the result was 12.8. Sample 5 had an initial result of 102 from analyzer b. The repeat result was 117. The sample was decanted and re-centrifuged and repeated and the results were 129 and 127. Sample 6 had an initial result of 100 from analyzer b. The repeat results were 101 and 7. The sample was decanted and re-centrifuged and repeated and the results were 102 and 101. The exact dates of testing for samples 5 and 6 and the units of measurement were not provided. Clarification on which analyzer produced which results was not provided.